Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by a physician who has used bard red rubber coude tip catheters for decades, inserting 1x/day for self-treatment of a urethral stricture. Their most recent batch of catheters are visibly and measure smaller in diameter than prior catheters. Ref #802518, lot #ngjw4875. These are 18fr. Red rubber catheters with an expected outer diameter of 0.236 in. By their measure using a micrometer, these catheters were measuring 0.213 in, and prior catheters were measuring ~0.225 or more. The current measurement was 10% smaller than expected for an 18fr. Since they used these to prevent recurrence of a stricture, the smaller outer diameter was more than just a qc issue, but for them a medically significant deviation from prior catheters.